Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. Patient declined troubleshooting and no further action was taken.